Manufacturer narrative:
(B)(4). The patient called manufacturer to report a recent loss of therapy. Follow-up with the hcp (healthcare provider) confirmed a loss of therapy within the prior 2 weeks and confirmed the patient was scheduled to be seen for evaluation. During the discussion with the medtronic representative, the patient describes previous hospitalizations and medical procedures including a pacemaker for cardiac problems and a hospitalization for diverticulitis. With the information provided in this case, these events are determined to not be related to the neurostimulator device or therapy.

Event description:
It was reported that year ago, the patient had a stroke in (B)(6). The patient spent 8 days in the hospital with diverticulitis and loss half her blood by the time she got to the hospital. She was up all night. Also a year ago, the patient had a pacemaker (cardiac pacemaker) put in, they wanted an MRI but could not do one. They wanted to determine if she had heart issues or another stroke. Turned out to be a heart issue, her heart stopped a couple of times. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Product ID 3889-28, lot# v557258, implanted: 2010 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4)